Event description:
Note: the actual event date is unk; however, based on the info provided, it occurred during (B)(6) 2006. The complainant has reported that a male pt underwent a therapeutic procedure for placement of an esophageal stent on (B)(6) 2006. Approximately four weeks later, the pt presented with dysphagia. The stent wires of the ultraflex esophageal stent system were noted to be split and protruding into the esophageal lumen. The clinician placed a new ultraflex esophageal stent within the existing stent, which successfully resolved the issue. The pt condition is reported as "ok" with "no problems since the second ultraflex was implanted".

Manufacturer narrative:
User facility was unable to supply the lot number of the device used; consequently, the exp date of the device is unk. (B)(4). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).